Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a left atrial appendage occlusion (laao) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with four prostyle devices. After the devices were removed, the physician redeployed the foot and noticed only one half of the footplate came up. This occurred with all four prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Analysis of all four prostyle devices that were returned found a posterior foot break on all four prostyle devices. The separated foot components were not returned. The third returned prostyle device also found a posterior needle tip separation and the separated portion was not returned. The location of the separated components is unknown; however, the physician and staff indicated that there appeared to be no evidence of any parts of the device left in the body, and the devices looked fully intact after being removed. Additionally, there was no report of patient effects that would indicate that the separated material was left behind in the patient. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The needle to cuff miss could not be tested due to some components not being returned. The reported foot separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the reported needle to cuff miss. The deflected needle likely struck the foot plate separating the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced in b5 are reported under separate manufacturer report numbers.